Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. It was reported from the sales rep that the touch panel was unable to be calibrated so repair was requested. The customer will return the unit to the sales office without repair.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.